Event description:
It was reported that after the surgery, the patient came back two days later with a bad nose bleed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The root cause could not be determined with confidence as several factors could contribute to the post-operative bleed such as: health and the patient's compliance to post-op instructions, or certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot.